Event description:
The consumer reported that the patient¿s device wasn¿t working. There were no falls or traumas reported that could be related to the issue. It was noted that the consumer didn¿t know if end of service (eos) was seen. It was stated that the doctor hadn¿t checked the device and no one there knew who the manufacturer representative (rep) was. They didn¿t know if they serviced the device. It was noted that a rep came out once at an unknown date, time, and name, but it was a male rep. No issues were reported with this rep appointment. No medical symptoms were mentioned. The patient was implanted for failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.